Event description:
It was reported that the sterile water pre-filled syringe inside the 16 fr foley catheter kit cracked while attempting to insert the fluid into the balloon. Registered nurse was inserting sterile water when the syringe cracked, spraying registered nurse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.